Event description:
Pt name entered into birthnet computer. Printing out same name of strip. At 15:33, name on strip showing pt "b" where previously it had read pt "a" (which is correct current pt). Name on computer screen was correct name. In researching pt archives, pt "b's" strips are archived in pt "a's" computer chart.